Manufacturer narrative:
H3, h6: the device used in treatment was returned for evaluation. A relationship between the reported event and device could not be established. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed the device functioned as intended. Probable root cause may be an intermittent component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review was performed and showed other related failures. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that the versajet stopped working and the error triangle light came on. Tried to turn unit off and back on but error triangle light came back on and versajet would not run. The procedure was completed with the same device.